Event description:
It was reported that the biomed was refilling a reservoir, the arctic sun device took 3l instead of 4l. Biomed asked if this was okay and stated that there was also water in the clear fill tube and asked how to clear it out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was refilling a reservoir, the arctic sun device took 3l instead of 4l. Biomed asked if this was okay and stated that there was also water in the clear fill tube and asked how to clear it out. Per follow up information received via mail on 11dec2024, spoke with biomed who noted that they cleaned the level sensor in the device and reran a check. The device filled properly with cleaning solution. No other repairs completed. No patient involved at the time of the malfunction.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-06339. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.